Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose of 484 mg/dl. The customer's spouse stated that they were not feeling well after eating. The customer's spouse stated that they treated the high blood glucose with manual injection. The customer's spouse declined to troubleshoot. The insulin pump will not be returned for analysis.